Manufacturer narrative:
A medtronic representative reported that there was no reported inaccuracy and the surgeon was happy with the navigated screw placement. K wires had been used to pilot the holes for the screw placements using a navigated jamshidi. They also tested the screws post placement via a monitoring stimulator and they all passed above their desired level. The inaccuracy reported pertained to the placement of a 10 mm high cage that was being placed in a spondylolisthesis level of lumbar vertebrae. The pre-placement space between the two end plates was ~2-3 mm. The error reported by the xray tech pertained to the cage breaching the lower end plate of the upper vertebrae. As noted in the case notes, the system cannot compensate for the shifting of levels during a dissection. The cage was a depuy bullet nosed cage. The additional surgical time was ~15-20 mins as the surgeon tried to decide what to do with the cage. He consulted a fellow spine surgeon via a phone call who suggested leaving the cage in place. A brief attempt was made to try to reattach the cage inserter but that was quickly terminated.

Event description:
A site representative, radiographic technologist (rt), reported that while in a multi-level spine procedure, the surgeon was using the medtronic navigation suretrak tool to navigate the placement of another manufacturer's cage. The first cage was placed in l3-l4 without issue. The second cage was placed in the l4-l5 vertebrae and breached the l4 vertebral body. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported the patient had spondylolisthesis at this level and the dissection of the space was done under microscope. The surgeon used another manufacturer's shavers to prep the space prior to using the medtronic suretrak to navigate the trial and cage. If anatomy is changed by decompression or dissection after a navigation image is taken this can lead to suboptimal accuracy during navigation as the reference frame to anatomical relationship can change. (B)(6) 2014, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(6) 2014, a medtronic representative received an update that a revision surgery was not required and the patient is reportedly doing well.